Event description:
Healthcare professional reported left side "rupture prosthesis". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "rupture prosthesis". Healthcare professional later reported seroma and capsular contracture baker grade IV. Patient undergone capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
The events of "seroma-late", "capsular contracture", and "infection (late onset)" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture; seroma; capsular contracture baker grade IV; "infection" additional, changed, and/or corrected data: b5, d3, g1, g2, h6, h11.

Event description:
Healthcare professional reported left side "rupture prosthesis". Healthcare professional later reported seroma and capsular contracture baker grade IV. Patient later reported "malformation, inflammation, and infection of my chest caused by the accumulation of fluid from the defective implant". Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b3; b5; b6; d1; d2a; d2b; d3; d4; d6a; g1; g4; h4; h6. The event of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events.

Event description:
Healthcare professional reported left side rupture, seroma, and capsular contracture, baker grade IV. The device has been explanted and capsulectomy was performed.